Event description:
It was reported that this patient was having a voluntary replacement procedure as their implanted transvenous system was causing discomfort at the implant site. Upon extracting this right ventricular (rv) lead, the physician noticed the distal coil appeared damaged. The physician was not sure if this occurred during the explant procedure or if such damage occurred while implanted in the patient. The rv lead was explanted successfully and there were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the complete lead was returned severed in two segments 10.5 centimeters from the terminal pin. The distal shock coil was pulled apart from bonded location at the proximal area; also, at this location, the rate/sense coils were stretched and the distal high voltage cable was fractured. This was thought to have been induced during the explant procedure.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this patient was having a voluntary replacement procedure as their implanted transvenous system was causing discomfort at the implant site. Upon extracting this right ventricular (rv) lead, the physician noticed the distal coil appeared damaged. The physician was not sure if this occurred during the explant procedure or if such damage occurred while implanted in the patient. The rv lead was explanted successfully and there were no adverse patient effects reported.